Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer wife reported via phone call that they were hospitalized due to high blood glucose on october 31, 2021 with blood glucose of 500 mg/dl. The customer stated they were having difficulty in breathing for their high blood glucose. Customer was in emergency room because of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege that insulin pump was under delivering. Customer was using the auto mode feature at the time of the incident. The customer was treated with intravenous insulin infusion at the hospital. Customer was assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.